Manufacturer narrative:
A ge service representative performed an onsite investigation. Components were evaluated and identified as requiring replacement. Due to the obsolescence of these components, a system repair could not be completed at this time. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: re-evaluation of the record performed after receipt of additional information. Fse determined the cause of the problem to be the system hard drive. Customer elected to take the system out of use due to lack of part availability. The 9600 system was declared to have reached its end of useful lift at the end of 2007. Failures of the system this long after the end of its end of life are not unexpected and to not represent a malfunction of the system.